Event description:
Bumper and tube pulled through the stomach wall during use. This allowed the stomach to leak into internal upper abdominal cavity. Abscess formed in abdominal wall, and cellulitis formed on half of pt's abdomen laterally. The tube was removed surgically. Reporter stated two previous similar cases were observed, both involving obese persons, but provided no further details. One pt involved.

Event description:
Add'l info: rptr indicated they are aware that such events are a known possibility with this type of device, and are unlikely to be the result of faulty material. Pt expired. The cause of death was "dense stroke". Reporter does not think it likely that the event was directly related to the pt's death, although a connection cannot be ruled out.